Manufacturer narrative:
Date of event is estimated. The UDI number is not known as the part and lot number were not provided. The device was not returned for analysis. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. It is possible inadvertent mishandling resulted in the reported gauge break; however, as the device was not returned for analysis the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported in a general comment that the indeflator gauge said 10 atmospheres but the balloon was not inflated. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.